Event description:
Two patient samples with discrepant results. Sample 1, tested in early 2008, initial ferritin result gave <500 ng/ml, repeat 4.20 ng/ml. Initial result was not reported. The field service representative determined the measurement flow path was dirty and performed cleaning procedure. Performance tests were performed and within specification.

Event description:
Two patient samples with discrepant results. Sample 2, tested in early 2008, initial t4 result gave <0.420 ug/ml, repeat the next day, gave result of 8.13 ug/ml. Initial result was reported, patient not treated based upon result. The field service representative determined the measurement flow path was dirty and performed cleaning procedure. Performance tests were performed and within specification.